Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported intraocular lens dot opacification of a lens following an intraocular lens (iol) implant procedure. Additional information was provided that this patient also had the symptoms of anterior chamber clouding, redness and eye pain. They were treated with antibiotic eye drops and anterior chamber irrigation. Symptoms improved. The lens remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Toxic anterior segment syndrome (tass) is suspected.